Manufacturer narrative:
(B)(4).

Event description:
A motor stall was confirmed in the event logs with no motor stall recovery recorded. The logs were re-checked; the stall continued. The first stall occurred (B)(6) 2011, at 6 pm and recovered at 8 pm. The second stall occurred (B)(6) 2011, at 2 am and there was no recovery. The pump was not exposed to emi (electromagnetic interference). The pt experienced an underdose symptom: increased baseline pain. Interventions to the pump were being considered. The pump contained sufentanil. Additional information has been requested, but was not available as of the date of this report.